Manufacturer narrative:
The reason for this revision surgery was reported as the glenosphere dissociated from the baseplate. The retaining screw was found in the joint space; the parts were replaced. The original surgery was performed on (B)(6) 2012 and the revision surgery on (B)(6) 2013 approximately three months later. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this report about patient activity, injuries, trauma or accidents. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with part number: 508-40-101 for ncmr #19514 related to the retaining screw due to an error with the inspection sheet which was corrected in eco 18478. A review of the product complaint report history show 11 prior complaints related to the glenosphere for dissociation from the baseplate. The probable root cause for the dissociation was not determined with confidence. Factors that can contribute to dissociation are: excessive loads, torques, or injuries. The information reviewed showed all of the parts met design, manufacturing, and inspection specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the size 40mm neutral glenosphere dissociated from the baseplate. The retaining screw was found in the joint space. The components were replaced with a size 44 +8 semi-constrained.